Event description:
The following has been reported: nurse reported: "rn attempted to spike blood when the spike of the blood tubing broke off at the base of the spike. Rn stated they did not use excessive force when it broke off. New tubing was obtained and used as the spike had not pierced the blood bag when it broke. No injury/harm to patient or rn. Replaced the tubing. It was not noted if the blood tubing was saved for this incident. Patient harm: no. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.